Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and dyspareunia ('dyspareunia (painful sexual intercourse)') in a 36-year-old female patient who had essure (batch no. 626526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) - vaginal"), alopecia ("other injuries/symptoms: hair loss") and the first episode of fatigue ("fatigue"). In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2017, the patient experienced endometriosis ("other injury(ies) or complication(s) please describe:endometriosis,"), 9 years 3 months after insertion of essure. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), the second episode of fatigue ("other injuries/symptoms: fatigue") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain upper had resolved and the dyspareunia, dysmenorrhoea, the last episode of fatigue, alopecia and endometriosis outcome was unknown. The reporter considered abdominal pain upper, alopecia, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: insertion details, specify- approximately 3-7 coils were visualized protruding into the endometrial cavity following deployment diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2018: total bilateral occlusion. Both fallopian tubes are blocked.. Imaging procedure - on (B)(6)2017: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and dyspareunia ('dyspareunia (painful sexual intercourse)') in a 36-year-old female patient who had essure (batch no. 626526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) - vaginal"), alopecia ("other injuries/symptoms: hair loss") and the first episode of fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced endometriosis ("other injury(ies) or complication(s) please describe:endometriosis,"), 9 years 3 months after insertion of essure. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), the second episode of fatigue ("other injuries/symptoms: fatigue") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain upper had resolved and the dyspareunia, dysmenorrhoea, the last episode of fatigue, alopecia and endometriosis outcome was unknown. The reporter considered abdominal pain upper, alopecia, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: insertion details, specify- approximately 3-7 coils were visualized protruding into the endometrial cavity following deployment diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2018: total bilateral occlusion. Both fallopian tubes are blocked.. Imaging procedure - on (B)(6) 2017: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-oct-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain, fatigue, other injury(ies) or complication(s) please describe: endometriosis, stomach pain.lot number and reporters information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and dyspareunia ('dyspareunia (painful sexual intercourse)') in a 36-year-old female patient who had essure (batch no. 626526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding and endometrial polyp. Concomitant products included loratadine and norethisterone (norethindrone). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) - vaginal"), alopecia ("other injuries/symptoms: hair loss") and the first episode of fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced endometriosis ("other injury(ies) or complication(s) please describe:endometriosis,"), 9 years 3 months after insertion of essure. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), the second episode of fatigue ("other injuries/symptoms: fatigue") and abdominal pain upper ("stomach pain"). The patient was treated with ergocalciferol (vitamin d2), ibuprofen, iron, leuprorelin acetate (lupron depot), salbutamol (albuterol), spironolactone and surgery (robotic assisted laparoscopic hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and abdominal pain upper had resolved and the dyspareunia, dysmenorrhoea, the last episode of fatigue, alopecia and endometriosis outcome was unknown. The reporter considered abdominal pain upper, alopecia, dysmenorrhoea, dyspareunia, endometriosis, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage, vaginal infection, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: insertion details, specify- approximately 3-7 coils were visualized protruding into the endometrial cavity following deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion; in (B)(6) 2018: total bilateral occlusion. Both fallopian tubes are blocked.. Imaging procedure - on (B)(6) 2017: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received : reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("other injuries/symptoms: fatigue") and alopecia ("other injuries/symptoms: hair loss"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, dysmenorrhoea, fatigue and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia and fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received- event "injury" was updated to "pain: dysmenorrhea (cramping)", events-" dyspareunia (painful sexual intercourse), other injuries/symptoms: fatigue, hair loss", new reporters were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.